Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 113 mg/dl at the time of the call. The customer used food to treat and was also given glucose intravenously. The customer experienced symptoms such as sweating, confusion, and loss of awareness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer is having issues with low battery alarms every few days. The customer also had a low on (B)(6) 2017 caused by failing to snack before going to bed. The insulin pump will be returned for analysis.